Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of damaged power cables on the system controller (serial number: (B)(6) was not able to be confirmed. The reported event of atypical no external power and power cable disconnect alarms were confirmed via log file analysis. Data was reviewed from the reported event date of 19oct2024. At 08:29:08, an no external power alarm activated due to the bus voltage on the black power cable fluctuating below the voltage threshold while the white power cable was disconnected. The alarm resolved at 08:29:09, when the bus voltage returned to normal levels. At 20:15:16, a power cable disconnect alarm activated due to a fault on the white power cable. The alarm did not reactivate after clearing at 20:15:51. The alarms and power cable faults did not affect the controller¿s ability to support the pump and there were no other notable events captured in the log file. The system controller was not returned for analysis. Provided information indicated that the controller was exchanged. Attempts were made to obtain additional event information, but no response was received. The root cause of the reported events were unable to be conclusively determined through this analysis. The device history records were reviewed and showed no deviations from manufacturing or qa specifications. The heartmate 3 patient handbook, rev. G, section 5 ¿alarms and troubleshooting¿ instructs users on how to react to and resolve alarms that sound from their system controller, including alarms associated with power cable disconnect and no external power conditions. Heartmate 3 patient handbook, rev. G, section 2 entitled ¿how your heart pump works¿ states that the 11v li-ion backup battery inside the system controller can provide enough power to run the pump for at least 15 minutes if the main power source is disconnected. The heartmate 3 patient handbook, rev. D, section 10 ¿safety checklists¿ instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook, rev. G, section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced no power alarms on power cables. The system controller white power cable was twisted and kinked at a high bend. Log files were submitted for review. The event log captured power cable disconnects on the system controller's white power cable on (B)(6) 2024. The rest of the log contained routine power cable disconnects during power change. The system controller was exchanged due to the kinking of wires and broken power cable bend reliefs.